Event description:
While attempting to advance a coronary stent with delivery sys to the target lesion site in the pts graft to the diagonal branch, it was reported that guide support was lost. In response, the guidewire and the balloon catheter were withdrawn from the pt while leaving the stent in place. An attempt was made to recross the stent with the guidewire; however, this attempt was unsuccessful. Subsequently, the guidewire was advanced and crossed the stent on the outside and another balloon catheter was introduced to successfully crush the stent against the wall of the graft. There were no add'l complications reported relative to this event.